Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product analysis was completed. The lead was returned severed. Two segments were returned. The analysis could not confirm an unknown product performance issue. Explant related damage was noted on the returned segments of lead. The surgery ar code was not confirmed as no issue noted which would lead to explant.